Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 750 mcg/ml at 265 mcg/day via an implanted pump for an unknown indication. The patient¿s medical history included hypoxia and neuropathy. The pump was interrogated, and the clinician programmer noted a motor stall occurred and the pump was replaced on (B)(6) 2018 and would be returned. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the event date was noted as (B)(6) 2018. Other medications the patient was taking at the time of the event were unable to be obtained and the patient¿s weight was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient experienced nausea, anxiety, agitation, and flu-like symptoms. The cause of the motor stall was noted as ¿needed battery replacement.¿ the motor stall did not recover and the patient was sent to the neurosurgeon for a pump replacement. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via the pump as of (B)(6) 2018: morphine with concentration 750.0 mcg/ml at a minimum dose rate of 4.65 mcg/day and bupivacaine with concentration 13.0 mg/ml at a minimum dose rate of 0.081 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.